Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon catheter allegedly aspirated air at the plastic bifurcation. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection under microscopic magnification found a large amount of bubbles in the glue along the guidewire lumen in the hub. The device was aspirated and bubbles were seen entering the system from where the guidewire lumen and hub are joined. The device was then submerged in a water bath and positive air pressure was applied to the inflation lumen at the hub, and air bubbles were seen exiting from the guidewire luer of the hub. The device was shipped to the manufacturing site, but the reported issue could not be replicated. However, the investigation is confirmed for the reported aspiration issues as the returned balloon was found to aspirated air during functional testing. Although all balloons are 100% tested at manufacturing for inflation, leaks, and visual anomalies at the hub using ultraviolet light, it is unknown how the returned device was able to aspirate air after inspection. Per the manufacturing review for the reported lot number, no changes in the manufacturing process were noted that would have contributed to the reported event. The definitive root cause for the reported aspiration issue could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Dilatation catheter preparation: prior to use, the air in the balloon catheter should be removed. To facilitate purging, select a syringe or inflation device with a 50 ml or larger capacity and fill approximately half of it with the appropriate balloon inflation medium. Do not use air or any gaseous medium to inflate the balloon. Connect a stopcock to the balloon inflation female luer hub on the dilatation catheter. Connect the syringe to the stopcock. Hold the syringe with the nozzle pointing downward, open the stopcock and aspirate for approximately 15 seconds. Release the plunger. Repeat step 7 two more times or until bubbles no longer appear during aspiration (negative pressure). Once completed, evacuate all air from the barrel of the syringe/inflation device. Prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution.

Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon catheter allegedly aspirated air at the plastic bifurcation. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.